Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the burned pca and damaged ui bezel. The customer complaint was not reproduced. There were two errors identified. The device was scrapped.